Manufacturer narrative:
The exact date of revision is unknown; however, the procedure was reportedly performed one (1) to three (3) months post-primary procedure. It is unknown if the complainant part will be returned for evaluation. The exact facility name is unknown. The reporter indicated that the patient is being treated at a facility in (B)(6). No additional information pertaining to address or contact number is available. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported via a (B)(6) study that patient (B)(6) experienced secondary displacement (migration) of the construct&#62688;blade and nail approximately one (1) to three (3) months post-operatively. As a result, the patient returned to the operating room for a revision. The tfna blade was exchanged for a shorter, 75mm blade. Presently, the patient is undergoing physiotherapy as part of the recovery plan. This report is for one (1) unknown tfna blade. This report is 1 of 2 for com-(B)(4).